Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the pt came to the healthcare professional's clinic for a routine pump refill. The pt's refill require fluoroscopy due to the depth of the pump. The expected reservoir volume amount was 6.7 ml. During the refill procedure, the nurse removed "a little" over 5 ml without difficulty. The physician then began to fill the pump with 40 ml of dilaudid 15 mg/ml and bupivicaine 40 mg/ml. The physician was only able to fill the pump with 20 ml of fluid. The pump was then re-accessed under fluoroscopy with difficulty. The nurse was only able to obtain 7 mls of fluid. It was extremely difficult to "pull back." The nurse continued to pull back air, clamp, disconnect the syringe and expel the air, re-attach the syringe, unclamp and repeat the process. This was done a total of 13 times. Using fluoroscopy, it was difficult to see, but the needle was in the middle of the refill port. A lateral x-ray image was obtained. During the lateral x-ray, it was noted the bellows of the pump were slanted, the upper bellows toward the pt's navel were close together; the lower bellows closer to the pt's flank. The physician then decided the pt could go home. The pt was instructed to call the physician if any issues arose. The pt was "fine" throughout the refill event. The pump logs revealed 2 motor stalls with recovery over the past few months. Due to the pt's cancer, the pt underwent multiple magnetic resonance imaging procedures. The pt did undergo chemotherapy due to the cancer. The pt did not undergo any hyperbaric treatments, was not scuba diving, and all the previous refills were uneventful. Per manufacturer device registration, the pump and catheter were replaced on (B)(6) 2011.